Event description:
It was reported that when the patient presented for follow-up, noise was observed with use of inductive telemetry, but not with rf telemetry. Out of range measurements also showed with inductive telemetry. However the physician elected to take no action since no electrical anomalies were observed with rf telemetry. The patients condition was good before and after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.